Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Other bwi products were used during this procedure: carto and acuson acunav catheter. Since the lot number is unknown, the full UDI number can not be provided. Since no lot number was provided, no device history record review could be performed. (B)(4).

Event description:
This complaint is from literature source. From the article -1 patient developed progressive claudication and was diagnosed with an external iliac artery thrombosis with an associated dissection. The patient underwent embolectomy and surgical repair of the dissection flap. Title: electrocardiographic and electrophysiologic features of ventricular arrhythmias originating from the right/left coronary cusp commissure. Objective: the purpose of this study was to identify the characteristics associated with ventricular arrhythmias originating from the right coronary cusp¿left coronary cusp (rcc¿lcc) commissure. No other acute complications were noted as per article. There are no death events and device malfunctions reported in the publication. Model and catalog number are not available, but the suspected device is the 4-mm-tip mapping/ablation catheter navistar.